Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received inappropriate shock therapy (ias), shortly post implant. Data was sent for a technical services evaluation of system placement as a contributor to this observation. At implant, the device vector most optimal was alternate and induction testing was performed however unsuccessful due to a non sustained rate. The day post implant, one inappropriate shock was delivered due to what appeared to be baseline shifting. The automatic setup was completed, with a primary vector selection now showing to be the most optimal. Approximately one week later, while in the primary setting, another ias was recorded. Another automatic setup was performed at which time the previously selected alternate was again the most optimal. The shock zone settings were increase and the patient released. The technical services evaluation of the system indicated that the implant location was likely less than optimal and likely contributing to the ias of the system. It was subsequently reported that this device was explanted however not being returned for post explant analysis. No further information has become available.